Event description:
Per the customer, the values continue to be sub 100ml even in canisters with 2l plus tfv. The also claim they constantly observe particles floating throughout the canister appearing thicker in some areas and watered down at the bottom. Per the doctor using the device the values are off based on how they did traditional qbl of canisters not even being close to triton and post op hb values showing significant drops. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.